Event description:
It was reported that boston scientific technical services were contacted to evaluate an alert for high, out of range shock impedance (>125 ohms) from the right ventricular (rv) lead. Additional information has been requested regarding the event resolution, but has not yet been received. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.